Event description:
Patient with 40% total burn size (tbs) flame burn was intubated and sedated with cortrak feeding device. Recognized that something was wrong with it when the tube feeds started to come out of his mouth. The cortrak was removed and discovered to be severed, leaving approximately 2/3 of the distal end in the patient's stomach. The fragment was removed at the beside by gi procedures two days after the event.